Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center for the allegation of a circuit alarm, it was determined he device's blower required replacement to address the circuit alarm issue. The device was returned to the customer remediated but not repaired due to rejection of the quote.